Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2023 information was received from a healthcare provider regarding a patient who was implanted with an implantable neurost imulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's system is 'not working' and 'completely dead' and the patient is on the 'waiting list to have it removed'. Caller did not use eos verbiage. On (B)(4) 2024 additional information was received from the patient. They reported that since the device stopped working, it was replaced.